Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 36.0-36.6cm from the helix, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 30.4-31.4cm from the helix. Externalized conductors due to internal insulation abrasion noted at 16.2-18.8cm from the helix. Etfe coating intact at these locations. Internal insulation abrasion noted at 11.4-13.3cm from the helix. Externalized conductors due to internal insulation abrasion were noted at 7.1-9.6cm from the helix. Etfe coating abraded at these locations.